Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being diagnosed with peritonitis. Although the patient¿s primary pd registered nurse (pdrn) was unavailable, however a coworker reported the patient was treated for peritonitis as an outpatient ¿per the clinic¿s infection protocol¿ (drugs, dosages, frequencies, durations, routes not provided), after presenting to the clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. The pdrn stated the peritoneal effluent fluid cultures returned negative on (B)(6) 2025; however, the patient¿s peritoneal effluent cell count revealed an elevated wbc count (result not provided). Therefore, the patient¿s antibiotics were continued, and he is recovering from the serious adverse events. The pdrn stated the cause of the peritonitis is currently unknown, however the pdrn felt confident, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction, as the device is still in use. No additional information could be provided.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic(s) therapy. Per the pdrn, the etiology of the peritonitis is unknown; therefore, causality could not be determined. However, the pdrn was confident the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection (2). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being diagnosed with peritonitis. Although the patient¿s primary pd registered nurse (pdrn) was unavailable, however a coworker reported the patient was treated for peritonitis as an outpatient ¿per the clinic¿s infection protocol¿ (drugs, dosages, frequencies, durations, routes not provided), after presenting to the clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. The pdrn stated the peritoneal effluent fluid cultures returned negative on (B)(6) 2025; however, the patient¿s peritoneal effluent cell count revealed an elevated wbc count (result not provided). Therefore, the patient¿s antibiotics were continued, and he is recovering from the serious adverse events. The pdrn stated the cause of the peritonitis is currently unknown, however the pdrn felt confident, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction, as the device is still in use. No additional information could be provided.